Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon used the hex driver on power to insert a 3.0mm screw. When screw was fully seated into bone, the end of the driver was stuck in the head of the screw. When the surgeon tried to remove the driver with a mallet it pulled the screw out of the bone. The surgeon said the patient would be fine with just the 4.0mm screw left in the bone and he did not put another 3.0mm screw in.